Event description:
It was reported to medtronic minimed that the customer experienced inpen clip broken. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105nnblna was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: broken off piece at the cartridge holder, inpen front shell does stay attached. Broken pocket clip was seen during visual inspection. Unit paired successfully to commercial app. Inpen received 1/4 of travel. Inpen passed the front cap investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.